Manufacturer narrative:
Additional information: the device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The root cause could not be identified. (B)(4).

Event description:
A surgeon reported, a patient treated for hyperopia experienced a myopic shift one month post lasik treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).